Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2007, the patient fell at home and injured her back. X-rays indicated that she had herniated discs in the lower back. In (B)(6) 2008, attempted conservative treatments including physical therapy and medication. In (B)(6) 2008, the patient underwent discectomy l4-5. Post-op, the patient had no relief from the pain, fever, and tenderness of the incision. Surgeon diagnosed staph infection. In (B)(6) 2008, patient underwent procedure of debridement of the staph infection. Patient received IV antibiotics. Post-op, the patient reported still increasing pain from the spine. From (B)(6) 2008 to (B)(6) 2009, the patient presented for many follow up visits, received multiple injections, had physical therapy, aqua therapy, medication, and saw a chiropractor. Additionally, the patient began seeing a therapist for emotional and physical stress and pain. Reportedly, the surgeon told the patient that ¿the only reason your back hurts is that you are fat.¿ the patient began to have blackouts and was referred to a neurologist who diagnosed seizures. In (B)(6) 2009, the patient presented to the surgeon who recommended another surgery. In mid-november at the patient¿s pre-op appointment, the surgeon learned of the patient¿s seizures. An MRI was conducted, and the surgeon told the patient that ¿it appeared that the ¿blackouts¿ were not seizures my spinal cord was being compressed and if I moved just right I could be paralyzed or worse dead ¿ I must have had damage in my neck from the fall and by having my neck adjusted by the chiropractor it had caused more damage.¿ the lumbar surgery was postponed, and instead the patient underwent cervical fusion c5-c6-c7. There were no noted complications, and the patient ceased having blackouts. On (B)(6) 2010, the patient underwent l4-l5 decompression and foraminotomy. There were no noted complications, but the patient had no relief from pain post-op. The patient became depressed and suicidal. She underwent many rounds of steroids and many injections for her pain. On (B)(6) 2010, the patient underwent a lumbar fusion. There were no noted complications, but the patient had no relief from pain post-op. In (B)(6) 2010, the patient slipped and fell, and began to have headaches again. She presented to the surgeon who took x-rays of the neck. The surgeon stated that the screws in the cervical fusion had backed out and recommended a revision surgery, posterior approach. The patient underwent the revision surgery. In (B)(6) 2011, the patient presented for thoracic surgery, but did not have surgery at that time. In (B)(6) 2011, the patient underwent MRI due to pain in her back. On (B)(6) 2011, the patient underwent steroid injection. In (B)(6) 2011, patient underwent thoracic fusion surgery t3-t9 and spent 6 days in the hospital. The patient reported extreme pain in the hospital after the surgery, and had muscle spasms. The patient was given a back brace to wear. The patient has undergone pain management including medication, tens units, therapy and injections. On (B)(6) 2011, the patient had an MRI due to increased pain. On (B)(6) 2011, the patient underwent ¿spinal lamina surgery to strip the nerves,¿ but did not have any relief from her symptoms. Patient reported continued pain, neck pain, mid back pain, lower back pain, and hip pain. The patient is having trouble walking, and arthritis has formed in all her joints and is spreading. She has received injections to help with her symptoms. In (B)(6) 2011, the patient stepped wrong and twisted her ankle, broke the foot, and tore her ligaments. Surgery was performed to repair the foot and reattach ligaments. The patient has increasing pain in her legs, arms, hands and hip. She has trouble sleeping. An emg of the right arm was performed due to increasing pain and decreasing use of the arm/hand. Emg showed nerve damage. The patient was referred for hand surgery. Hand surgeon reviewed x-rays and determined that the patient needed carpal tunnel release of the right and left hands. X-rays of the elbows indicated ¿arthritis in the joints and a loose body that was locking up the elbow.¿ elbow surgery was recommended. On (B)(6) 2012, patient underwent surgery on the right hand, had immediate relief of her symptoms. The patient reportedly underwent ¿medically unnecessary, experimental¿ spine surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. Update (B)(4) 2013 - it was reported that the patient underwent three spinal fusion surgeries which included rhbmp-2/acs. The first was an anterior cervical fusion surgery from c5-c7 on (B)(6) 2009 the second was a posterior approach on (B)(6) 2011. The third was on (B)(6) 2011, from t3-t9. The patient underwent multiple other surgeries.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the patient underwent spinal lamina surgery ("the sixth surgery"). The patient was implanted with rhbmp-2/acs.post-op, the patient continued to experience severe pain and muscle spasms.